Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: gel mentor memorygel breast implant 600cc, catalog number 3546007. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast augmentation primary procedure with gel mentor memorygel breast implants 600cc and experienced rupture on the right breast implant. The rupture was diagnosed by the healthcare professional by the physical exam on (B)(6) 2018. As a result, the patient had undergone removal and bilateral replacement with gel mentor memorygel breast implants on (B)(6) 2018.

Manufacturer narrative:
On 04/23/18, it was reported to mentor that device evaluation and investigation have been completed. Upon receipt by mentor, the device contained gel with clear appearance. Black foreign material was observed within the device. Black and gel were observed on the shell surface. Product evaluation team¿s visual examination of the device revealed a rent measuring 8.5 cm on the anterior aspect extending to posterior. Lines of shell wear was also observed within the rent on the anterior and posterior aspect. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; pe concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rent was found on the device. Mentor performs 100% inspection and testing of all devices prior to release; pe concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 04/11/2018, it was reported to mentor that the date deflation was observed was (B)(6) 2018. On 04/18/2018, it was reported to mentor that the device history record ( DHR) of lot number 206475 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).